Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 5081772/5085448, model/catalog description: linear st lead kit 50 cm. Model number/catalog number: sc-4318, serial number: n/a, batch/lot number: 22537544, model/catalog description: clik x anchor sterile kit. The explanted devices was not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the was experiencing inadequate stimulation. It was also mentioned that stimulation changes when patient change position. The patient underwent an scs replacement procedure and was doing well postoperatively.